Manufacturer narrative:
Additional information: the product sample was not returned for analysis. A photo of the reported condition was provided, however, based off the photo provided, the investigation conclusion for the failure to attach could not be reliably determined. We were unable to confirm the customer's report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach. The capsule had not attached to the esophagus when the delivery device was withdrawn. It had detached from the delivery device but was still situated within the groove at the head of the delivery device when it was withdrawn. It dropped out as the device was placed. Carefully into a sealed bag. The device cannot be returned as it is not cleaned yet. There was no harm caused to the patient.